Manufacturer narrative:
No lot number was provided; therefore, device history record (DHR) review could not be completed. No product sample was received; therefore, no visual and functional testing could be performed. The reported issue could not be confirmed due to the fact that no samples, pictures or videos were received to perform a thorough investigation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that there was a residual of about 40 cc in bag. No reports of beeping from the patient overnight. PICC was positive for blood return and was programmed correctly. The device was taken out of service and sent to biomed for inspection. No patient injury was reported.